Manufacturer narrative:
The event of capsular contracture baker grade iii/IV is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii/IV and rupture.

Event description:
Patient reported left side "capsular contracture baker grade iii/ IV" , "suspicion of rupture" and "a lot of pain has returned and the contracture breast has increased significantly". The device remains implanted.